Manufacturer narrative:
We were informed that this lead was explanted on (B)(6) 2019. Upon receipt, the lead under complaint was found cut 12.5cm distal to the is-1 connector pin and 46.5cm proximal to the lead tip, the medial part was missing. An explantation aid was still inserted in the distal fragment of the lead. The analysis found multiple abrasion marks along the lead body. In particular, in the distal area, the insulation was found rubbed through, which is assumed to be the root cause for the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Inappropriate shock deliveries were observed while the patient was playing golf. Noise detection reported during an in-office follow-up. Shock function was turned off. Reoperation is still under consideration due to the patient schedule.